Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the insulin pump was not working. The customer¿s blood glucose level was 200 mg/dl and treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose events. Reasons why customer alleges insulin pump was under delivering was that they were experiencing high blood glucose. The customer also reported that drive support cap was normal. The customer reported that the displacement test failed. The device will be returned for analysis.